Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted no abnormalities on the stapler. The single use loading unit (sulu) was not received with the unit. For functional evaluation, a sulu was loaded onto the stapler. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an esophagectomy / gastric tube procedure. After the third firing was completed, tried to remove the cartridge from the handle over and over again. However, it was hard to do. Connected a new cartridge to the handle, however, the surgeon could not push the firing knob. Replaced by a new handle and the firing was completed. There was no patient harm. The status of the patient is no problem.